Event description:
On (B)(6) 2022, the reporter of the patient/lay user contacted lifescan (lfs) USA alleging that the patient¿s onetouch ultra 2 meter read inaccurately high compared to another meter. The complaint was classified based on the customer care agent (cca) documentation and based on information obtained after customer care (cc) reviewed the call recording, since the patient was unable to be reached by phone for follow-up questions. The reporter alleged that the issue began on (B)(6) 2021, at an unspecified time. The reporter claimed that the patient obtained a blood glucose reading of ¿575 mg/dl¿ on the subject meter compared to a reading of ¿140 mg/dl¿ on an unspecified meter from walmart, within 30 minutes from each other. The patient manages her diabetes with a combination of oral medication and insulin (type and dosage unspecified) and the reporter did not specify whether the patient made any changes to her usual diabetes management regimen in response to the alleged issue. Cc confirmed after reviewing the call recording that the reporter stated that on (B)(6) 2021, after the issue occurred, the patient started developing symptoms of ¿headache and felt shaky¿ and he indicated that the symptoms were on and off. The reporter mentioned that the patient went to the doctor and was hospitalized a week prior to the call to lfs due to the high readings. However, the reporter did not specify what treatment the patient received. During troubleshooting, the cca confirmed that the unit of measure was set correctly on the subject meter, the patient had used an approved sample site to obtain the blood samples and that the patient was following the correct testing procedure. The cca noted that the patient did not have control solution at the time of the call to test the subject system. The cca established that the test strip vial was intact and had not expired. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after the alleged product issue began. There is insufficient information to rule out the contribution of the subject meter to the event.